Event description:
During the case the guiding catheter shaft broke. The physician was attempting to torque the catheter in a very tortuous anatomy when the device became torsionally kinked. The physician torqued the catheter multiple times in an effort to straighten the catheter when the guide catheter shaft separated approximately 12 inches from the hub. The physician attempted to snare the distal portion, but was unsuccessful due to the tortuosity of the vessel. A surgeon was then brought in who made a slight incision at the femoral sight and was able to use forceps to successfully retrieve the distal portion of the guiding catheter. The patient was reported to be in stable condition following the procedure.